Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure. Additional information received that the patient was doing well postoperatively and the explanted ipg was not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure.